Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). Following the implantation of the ICD post implant defibrillation testing was performed. It was reported that the shock resulted in septal occluder embolization into the left atrium. The occluder was captured and replaced with a larger device. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardioverter defibrillator shock embolizes an atrial septal occluder device in brugada syndrome. Pediatric cardiology,.2013;34(8):1886-1889. (B)(4).